Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11/4/2024 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced an incident involving their ilet system. The event occurred on (B)(6) 2024. On 11/5/2024 a beta bionics customer care agent followed up with the user about the event. On (B)(6) 2024 the user woke during the night with elevated blood glucose (bg) levels between 300-350 mg/dl. Upon inspection, they discovered the cartridge was improperly inserted and pushed it back into place while connected to the tubing. This action led to a rapid drop in bg levels. To address the hypoglycemia, the user consumed 8 oz of juice, 30 grams of carbohydrates (fruit snacks), and administered 1/3 of a glucagon shot. Bg levels were successfully restored to the target range without professional medical intervention. The user reported no immediate health effects. Education on proper cartridge and infusion site changes was reviewed with the user, and additional resources were provided.